Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (04/11/2013).

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 90 to 112 mg/dl. Back to back blood test performed during call ((B)(6) 2013; 12:07 pm) with results of 74 mg/dl and 79 mg/dl. Test strip lot manufacturer's expiration date is (B)(6) 2014. Recall test results performed fasting from meter memory: (B)(6); 7:26 - 92 mg/dl, (B)(6); 7:25 - 163 mg/dl, (B)(6); 7:37 - 149 mg/dl, (B)(6); 7:19 - 111 mg/dl, (B)(6); 7:31 - 84 mg/dl. Adverse event not reported.